Manufacturer narrative:
The breakage probably happened during a previous surgery. No information related to breakage itself and to the exact date of the event is available. We do not know if the instrument was used according to the surgical technique (inserting the humeral body onto the stem or extracting the smr stem), or if the extractor was used outside its intended use. The check of the manufacturing chart of the lot # involved (2014aa150) did not show any anomaly on the (B)(4) smr stem extractors manufactured with this lot #. No other complaints were received on this lot # (and on the product code 9013.02.301). We received the broken instrument; a visual analysis of it confirmed that it broke on the superior part of the thread. We repeated the measurement of the hardness near to the broken thread of the extractor; an average value of (B)(4) hrc has been measured. The values detected comply with those recommended by the astm (B)(4) for the (B)(4), which is the material of the extractor. The exact cause of the breakage cannot be detected, even because we don't know how the instrument was used and when the breakage happened. It's possible that unexpected multi-axial forces were applied when using the extractor; it's also possible that the instrument was used outside its intended use. This stem extractor (model # 9013.02.301) has the same design of the stem impactor (model # 9013.02.300, an instrument which is on the market since 2003). (B)(4). No corrective actions have been planned at the moment. Limacorporate will keep the market monitored to promptly detect the possible recurrence of such issue.

Event description:
The threaded tip end of the smr stem extractor (model # 9013.02.301) snapped off. The damage was identified on the (B)(6) 2015, during a surgery, before re-using the instrument. The breakage probably occurred during a previous surgery. No consequences for the patient were reported. The event occurred in (B)(6).